Event description:
On or around 09/06/1999, the account reported a negative testpack plus hcg urine result for a serum sample. An ultrasound was performed, which confirmed pregnancy. According to the account, the pt had a d&c based upon the ultrasound result. Further information has been requested, but has not been received.